Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during an attempted implant, the balloon catheter was unable to be inflated after it was aerated. The catheter was removed and replaced. It was found via angiography that only one vessel was available and was quite thin. The left ventricular (lv) lead was attempted to be placed, however was unable to be placed deeper into the target position as the vessel was too thin and the threshold was high. After many attempts, the physician gave up the implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.